Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Manufacturer¿s ref# (B)(4). Imaging review received 22oct2025 stating that the endoleaks was not related to a cook device. Therefore, the event is considered not reportable to FDA, as no information indicates device deficiency. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Description of event according to study wce-mdr2091: EU custom made aortic data collection project: (B)(6)2025, day of procedure, procedural imaging was done. The site reported a type ib endoleak at the most distal aortic component and a type ic endoleak at the innominate stent. (B)(6)2025, 71 days post procedure, one month follow-up imaging was completed. The site reported a persistent type ib endoleak at the most distal iliac component and a persistent type ic endoleak at the innominate stent and left common carotid (lcc) stent. Both endoleaks were noted on the procedural imaging. The event did not occur due to a device deficiency. There was no evidence of stent graft integrity issues and all intended side branch stents were intact. Patient outcome: no treatment for the endoleaks noted. Patient remains in the study and continues follow-up in the study.

Manufacturer narrative:
Manufacturers ref# (B)(4). Blank fields on this form indicate the information is unknown or unavailable. G4) PMA/510(k): p140016. Investigation is still in progress. This report is required by the FDA under 21cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.